Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a dislodged grip-tang near the base of the grip tip. This causes jaws not to be removed from the trocar properly. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that the 8mm prograsp forceps instrument was found to be broken. No known impact or patient consequence was reported.